Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The device was explanted and replaced with and non boston scientific device, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.